Event description:
It was reported that the customer had high blood glucose levels (300 mg/dl). Customer uses humalog and changes out her cartridge and infusion set about once a week. She delivered a correction bolus to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.